Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The field service engineer (fse) reported that the ferrite core around the cable was causing a short cut. The fse insulated the cable inside the display module to fix this issue. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a routine function check by a getinge field service engineer (fse) the cs300 intra-aortic balloon pump (iabp) presented with a flickering in the screen. There was no patient involvement and no adverse event was reported.